Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulse field ablation procedure, a pericardial effusion occurred which required a pericardiocentesis. All things went normal, access, placing the cs catheter, going transeptal, mapping left atrium with a farapulse catheter and then giving pulses in the left superior pulmonary vein (lspv). After a low number of pulses, it was observed that the blood pressure dropped to 50/30. An effusion check was done and no effusion was noted. Medication was administered to raise the blood pressure, and another cuff pressure was taken with no improvement. Another echocardiogram was performed which revealed a 5 cm effusion that was growing. A pericardiocentesis was performed subzyphoid and the drain was left in place. The patient was stabilized and transported to the intensive care unit. In the physician's opinion, the farawave catheter may caused the pericardial effusion.